Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco procedure, on the fourth firing, during reconstruction in the colon, at the time of the side to side anastomosis of esophagus and colon, the display blacked out and the device could not be used. They used manual handle to resolve the issue. The display screen of the first handle did not recover and the battery was heat. The surgical time was extended by less than 30 min. There was no patient injury. A week after the procedure they tried to charge the handle it could be charged normally and it worked without problems.